Manufacturer narrative:
During investigation of the electrode belt for an unrelated issue, a reportable malfunction was found. The belt was unable to complete a falloff test. The cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.

Event description:
During investigation of the electrode belt for an unrelated issue, a reportable malfunction was found. The belt was unable to complete testing.